Event description:
The lay user/pt contacted lfs alleging that her one touch ultra 2 meter was reverting to the set up mode after she replaced the battery due to a low battery symbol. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt mentioned that her meter reverted to the set up mode in 2009 at 9:00 pm; therefore, she was unable to test her blood glucose. Since she was unable to obtain a reading, the pt took 5 units of humalog insulin as usual after eating her dinner. On the next day, she woke up as usual and managed to obtain a 380 mg/dl on the meter and felt thirsty. The pt increased her dosage of lantus and humalog; however, she does not recall how much she increased her insulin. She then ate some bread with butter and approximately 30 minutes later at 6:00 am, she passed out and regained consciousness on her own at 4:00 pm. The pt did not seek any medical attention or contact her physician when she regained consciousness. The pt denied that there was any meter trauma and the meter is not a new product (out of box). The pt mentioned that the issue with the meter occurred immediately after removing/replacing the battery. Customer care advocate (cca) assisted the pt and issue was resolved via troubleshooting. Meter was replaced. The complaint is being reported since the pt allegedly took an increase of insulin based on the meter result and passed out an hour later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.